Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-45, serial# b)(4), implanted: b)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was getting good coverage, but the stimulation cutting in and out. An impedance test was done and it was determined that contacts 3 and 6 had out of range (oor) impedances. The manufacturer representative reprogrammed the stimulation around the oor contacts and the patient was receiving satisfactory coverage without the stimulation cutting in and out. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They reported they checked with the doctor. They were unable to determine the cause of the high impedances that occurred on the circuits containing electrodes 3 and 6. They suspect the circuits were opening and closing, which is why they chose different electrodes when reprogramming. They re-iterated the stimulation cutting in and out was resolved after the reprogramming was completed. It was also noted they were not able to obtain what the patient's weight was at the time of the event. No further complications were reported.